Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-apr-2026, a sales representative reported via (B)(4) that the ar-9545-t15-02 hex driver had the tip break off. The surgeon advanced the peripheral locking screw into the baseplate and the tip broke off. The tip was able to be removed from the head of the screw in one piece. The surgeon was using the torque indicator and didn't go past 5nm when the tip broke. This issue was discovered during a case with no patient harm.